Event description:
It was reported that during an unknown procedure, the error sound was heard and then the blade broke off outside the body. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.